Event description:
It was reported that the tubing of a clearlink system continu-flo solution set got disconnected from the y-port. This the issue was further described as, the tubing ¿just slipped out¿ of the connection point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.